Event description:
The caller alleged discrepant results when compared with the lab results reported as follows: date: (B) (6) 2008, inratio: 3.9, lab: 2.9.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B) (6) 2008, inratio: 3.9, lab: 2.9, mean: 3.4, confident limits: 2.0-5.0. As per internal procedure (B) (4), the inratio and lab values are within the confident limit. The product will not be investigated.